Event description:
It is reported that the surgeon achieve less than desired press fit while inserting the stem.

Manufacturer narrative:
Eval summary: based on its lot number the reamer has an approximate field age of one yr and ten months. No other complaints of any type have been reported for the lot of stem or reamer. Depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. As returned the stem is in like new condition, it was dimensionally inspected and found to be conforming where measured. As returned the reamer shows some signs of wear, nicks and scratches to the cutting surface. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.